Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring seal did not deploy out of the delivery tube into the aorta. The hosp did not provide any other info. No pt complications were reported by the hosp.